Event description:
It was reported that the insulin pump alarmed button error and some of the buttons were unresponsive. The customer's blood glucose was 263 mg/dl, which was treated with manual injection. The caller stated that the device may have been exposed to sweat. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.